Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified distal left circumflex artery that was 90% stenosed. A 2x12mm traveler balloon was inflated once at 8 atmospheres and ruptured. A non-abbott device was successfully used and the procedure was competed after stenting. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.